Event description:
It was reported that a physician experienced difficulty reloading the guide wire into the proglide guide wire exit port. The suture had already been deployed when the reloading difficulty was experienced. The physician reportedly used the back end of the guide wire to reload it into the exit port. The type of procedure performed, whether a procedure was performed prior or after the reported difficulty or the vessel were not provided. Hemostasis was achieved using the proglide sutures. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided and the device was not returned for evaluation. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.